Event description:
Literature: kloss b, sullivan a, rodriguez e. Epidural hematoma following spinal cord stimulator implant. International journal of emergency medicine. 2010;3(4):483-484. Summary: the authors report on a pt who experienced an epidural hematoma that formed after placement of an epidural spinal cord electrode. The pt was a (B)(6) male with chronic low-back pain. Reportable event: the pt presented to the emergency dept mid-back pain, numbness, paresthesia and weakness in both legs. These symptoms were preceded by a sudden onset of paralysis below the waistline without loss of bowel or bladder control. The neurostimulator was immediately removed, and the pt's paralysis partially resolved. Physical exam showed stable vital signs, tenderness to palpation in the spine, decreased sensation t12 and below, 4/5 strength in the lower extremities, and 2+ distal pulses, intact perianal sensation but decreased rectal tone. Magnetic resonance images of the thoracic and lumbar spines were obtained, revealing an epidural hematoma from t8 - l2. There was compression of the cord at the t8 vertebral body level with no abnormal signal seen within the cord itself. Epidural fat and csf revealed the hematoma was in the epidural space displacing the dura anteriority. The pt underwent an emergent hematoma evacuation and concurrent t6 - l1 laminectomy with in situ fusion. He tolerated the procedure well and was discharged 6 days later to a rehabilitation facility with some improvement of his lower extremity strength, sensation and bladder and rectal control.

Manufacturer narrative:
(B)(4).